Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen became frozen. The customer reported a blood glucose level of 256 (mg/dl). A correction bolus was delivered to address bg levels. During troubleshooting with tandem technical support, the touchscreen was able to be cleared and insulin resumed.